Manufacturer narrative:
Concomitant medical products: yrbrx2414165 stent graft, implant date: (B)(6) 2004; yrirx14115 stent graft, implant date: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited no pacing. The right ventricular (rv) lead also exhibited undersensing. Both the ra and rv leads remain in use. No patient complications have been reported as a result of this event.